Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in its original box and jar, fully submerged in a clear solution. The serial number tag was returned with the valve. The valve was discolored, showing evidence of blood contact. Remnants of coagulated blood were observed throughout the valve. The valve was received in a compressed state. All leaflets exhibited no damage. Leaflet 1 and leaflet 3 were in a closed position, while leaflet 2 appeared partially open; creases were observed on the leaflets. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The valve was submerged in a warm (approximately 37 celsius) saline bath to expand the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012773228); product type: 0195-heart valves; product ID evfxplus-26 (unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded. A second bav was performed using a 20 mm balloon. The new valve opened much better compared to the first. A post-implant bav was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded. A second bav was performed using a 20 mm balloon. The new valve opened much better compared to the first. A post-implant bav was performed. No patient complications have been reported as a result of this event. Additional information was received which clarified that the second valve fully expanded upon deployment and the subsequent post-implant dilation was performed because of mild paravalvular leak.

Manufacturer narrative:
Image review: six media images and one still image for the event description were provided. There was no executive summary or computed tomography (CT) provided for anatomical considerations. A fluoroscopy valve load inspection was provided and is a good load. It was reported that prior to the implant of this 26mm evolutfx+ valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Upon deployment, under-expansion of the valve frame was observed. The valve was recaptured and re-deployed, but the issue persisted. After a second recapture, the decision was made to remove the valve. A second valve was loaded but there is no evidence of the second valve inspection. It was reported that a second bav was performed using a 20 mm balloon. A second valve was deployed and evidence shows the valve is better expanded in the anatomy. A post-implant bav was performed. No patient complications have been reported as a result of this event. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.